Event description:
The following has been reported: reported pump problem alarm on startup, no patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: tubing set error (ipc connection leak failure) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The logs indicate that the leak rate of the ipc is consistent (but opposite) with the leak rate of the common volume. This indicates a leak is across valve 2, likely due to the presence of a particulate. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.